Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/7/2021. H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unretracted unit and three photos. Visual observation of the unit and provided photos revealed that the button had been pushed but the needle had not retracted. Microscopic evaluation revealed traces of misplaced cured adhesive between the grip and hub which prevented retraction from occurring, confirming the reported defect. The defect is likely related to adhesive introduction during the manufacturing process. Although the lot number was reported as unknown, a device history record review showed no non-conformances associated with this issue during the production of the potential batch, 0335177.

Event description:
It was reported that iag bc pro global blu 22ga x 1.0in needle would not retract. The following information was provided by the initial reporter: the hcp pressed the button to activate the safety mechanism, but the needle was not retracted.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that iag bc pro global blu 22ga x 1.0in needle would not retract. The following information was provided by the initial reporter: the hcp pressed the button to activate the safety mechanism, but the needle was not retracted.